Manufacturer narrative:
The location board (lb) was not within the proper position (moved 15cm towards the feed) and the lb pad was not in place. After the lb pad was placed and lb repositioned the system passed the accuracy test. There were no consequences to the pt.